Event description:
The patient hit the patient's head after which the patient could not hear at all with the patient's implant. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is scheduled for 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.